Event description:
It was reported by the customer, that the device failed pm. There was no patient involved.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that device failed pm, due to multiple damage; barrel clamp replaced, due to cracked handle. As found software version 9.33.0.50, as left software version 9.33.0.50. Top disk holder replaced, due to a crack in the middle gap. Front case, rear case, and handle replaced, due to cracks. Based on the findings, service determined, that the probable root cause of the reported issue was, due to failed pm of the barrel clamp assembly insert molded. A review of the device history record showed, the device had a manufacture date of 04feb2015. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record was performed. Which confirmed. That this device was not involved in a production failure. Which correlates to the customer reported issue. A review of the complaint history record was performed. Which did not confirm, similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device failed pm. There was no patient involved.